Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025. There were no reported patient's blood glucose levels. The pod was not worn since the controller was not able to be accessed due to being stuck on the 'app initialization' screen 19. The patient had to switch back to mdi (multiple daily injections) as a backup method. Symptoms reported include dehydration, vomiting, diarrhea and slight ketones. The patient was treated with unspecified antibiotics. The patient was discharged the following day, (B)(6) 2025.